Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) was not recognizing ECG cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the device for the reported fault and found no issues. The fse performed the full testing as per specifications. Also, performed the electrical safety testing as per as3551 standard. The unit was working within specifications. The fse also stated that the batteries were replaced as they were due for replacement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a